Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to osteolysis and tibial tray migration, mispositoning, and loosening at the cement to implant interface. The surgeon noted proximal tibial bone loss as well as femoral bone loss. There was noted synovitis which the surgeon related to debris, primarily cement. The femoral component was well-fixed but revised. The patella component was retained. Depuy cement was used during the primary operation. Doi: (B)(6) 2015, dor: (B)(6) 2019 left knee.